Event description:
It was reported that during a percutaneous coronary intervention a balloon rupture occurred. The 95% stenosed target lesion was located in a calcified, severely tortuous proximal left circumflex artery. The 15mm x 2.50mm nc quantum apex mr balloon catheter was selected and advanced to the target lesion. The balloon was inflated and ruptured at 12 atm. The procedure was completed with a different device. No patient complications were reported and the patient's status is good.

Manufacturer narrative:
(B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specification. The most probable root cause classification of this investigation is operational context as device performance was limited due to anatomical procedural factors. (B)(4).